Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of event: unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Date of implant: unknown date in 2012. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed initial surgery on the patient in 2012 for a spinal fusion; the exact date of the surgery is unknown. On (B)(6) 2016 patient had revision surgery as she presented with a degenerative disc disease at the l1 disk level. They removed two (2) matrix rods and six (6) locking caps from l2-l5 disk levels. Patient was revised with a new matrix rod and screw system. Patient¿s condition after surgery was reported as stable. Concomitant devices reported: 4 locking caps (part and lot are unknown) this is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.